Manufacturer narrative:
H10: received one used list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4360032. As received, the set was visually inspected and no anomalies were found. The set was air pressure leak tested per product specifications and no leaks occurred anywhere along the fluid path. The set was hanged with a flexible container of water at 36" of head height and primed per package instructions and installed in an ICU medical provided plum pump. A test infusion was programmed per product specifications and the infusion completed successfully with no leakage, occlusions, or air bubbles. The customer returned images which appear to show air in the line, though where in the set the air is cannot be determined from the images, nor can the priming process be validated from the returned information. The complaint cannot be confirmed. A device history review (DHR) lot# 4360032 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information in section g1.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a plumset that the customer reported "infusion started 6 hours and found air in line below the cassette". There was patient involvement, however, no patient harm.